Event description:
The customer reported that during a posterior exenteration with reconstruction, the device blade became dislodged and came off the track. The knife is reported as being extended from beyond the jaws. The surgeon opened another device in order to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.